Event description:
It was reported that the last time the patient had no stimulation sensation, a wire was broken. It was noted that it was 3-4 years ago. It was further reported that the patient was undergoing evaluation on (B)(6) 2014 to determine the cause.

Manufacturer narrative:
Concomitant medical products: product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 1990, product type: extension. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 1990, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).